Event description:
It was reported by the contact that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level with these past occlusions. As these alarms occurred prior to the contact with tandem technical support, a system check to determine a possible cause of the occlusions was unable to be performed.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.